Event description:
It was reported that a smiths medical pump exhibited "cassette not attached." No patient harm has been reported at this time.

Manufacturer narrative:
Additional information received via email and attached on (B)(6) 2021: event did not occur while pump was in use with the patient. Event detail updated to reflect that no medical intervention required. No additional information is available. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the device was intact, dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was duplicated. Dso failed calibration. The dso was replaced during repair. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: the report was submitted in error., corrected data: corrected information provided in h10.